Manufacturer narrative:
The pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, missing end cap sticker, and loose and or protruded drive support disk noted.

Event description:
It was reported that the customer had crack on their pump. The customer's blood glucose level was reported to be 91.8mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis. The pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, missing end cap sticker, and loose and or protruded drive support disk noted.